Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline fault alarms. The driveline fault alarm cleared while the patient was in clinic on (B)(6) 2020. Log file analysis reported the drive line fault alarm appeared to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. It was also reported that the patient was seen in clinic on (B)(6) 2020 with speed drops. Log file analysis showed an increase in power and a decrease in average pi over time with intermittent low speed advisories, speed drops were as low as 8000 rpm. The log file also captured more driveline fault alarms that were believed to be true. X-rays received were unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported driveline fault alarms were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. Additionally, the review of the log files confirmed elevations in pump power; however, a specific cause for this finding could not be conclusively determined. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020 and from (B)(6) 2020. Isolated power elevations were observed on (B)(6) 2020. It was noted that the majority of the observed power elevations were recorded during pi events. Starting on (B)(6) 2020 at 12:30:23 pm, a sustained elevation in power was observed until 12:41:41 pm. The power elevations were associated with elevated flows and several of the power elevations were also associated with a decrease in pi. A string of driveline fault alarms were also observed on (B)(6) 2020. Starting on (B)(6) 2020 at 02:11:54 pm, the file captured a sustained elevation in pump power. A few minutes afterward at 02:14:39 pm, the pump began to struggle to maintain its set speed. Intermittent low speed events were observed and intermittent drops in pi were captured. In addition, driveline fault alarms were observed for a short duration on (B)(6) 2020 from 02:19:00 pm to 02:24:28 pm and from 02:31:00 pm though 02:31:20 pm. The pump continued to struggle to maintain its set speed until 02:32:26 pm on (B)(6) 2020. It was noted that the low speed events did not result in an alarm. All of these events occurred while the patient was supported by the power module. The pump regained its set speed and operated as intended, above the low speed limit with no issues until (B)(6) 2020 when a pump stop event occurred. The pump stop event was consistent with the report of a driveline repair on that day. Following the pump stop event, the pump ramped back up to its set speed without issue and operated above the low speed limit for the remainder of the file data. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 under work order# (B)(4) and approximately 18¿ of the external portion of the driveline was returned for evaluation. Additional segments of the outer silicone jacket, as well as the bionate layer were returned with the driveline. The pins of the metal connector were unremarkable. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation of the driveline. No damage was observed to the outer silicone jacket. Upon removal of the outer silicone jacket, the bionate layer had a dark discoloration, but no damage was observed. Visual inspection of the metal braided shield also revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the repair, the account communicated that there have been no further alarms, power elevations or speed drops. The account also communicated that the patient was not experiencing elevated ldh, dark urine or any other clinical symptoms that may be indicative of thrombus. The patient was sent home with an ungrounded cable and power module. The patient was instructed not to use their mobile power unit (mpu) and remains on close follow up. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and the patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.